Event description:
Healthcare professional reported right side capsular contracture baker grade "iii/IV". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening linear on anterior and weight to the specification. A visual and microscopic analysis was performed which identified striated opening on anterior and wear abrasion. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii/IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade "iii/IV". The device has been explanted.